Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) had a broken battery drawer, but was unable to confirm the customers comment that there was a timing issue. Hanger assembly was broken. Keypad was scratched. Lower case was broken. Battery drawer was contaminated. Display wires were pinched, wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken battery drawer and there was a timing issue. The epg was returned for service. No patient complications have been reported as a result of this event.